Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): distal conductor fractured, distal conductor distorted, outer tubing kinked/buckled, outer tubing breached cut, with blood noted on the outer tubing overlay; the analyst noted that the lead was returned with the helix fully extended, blood and tissue on it, and the distal conductor distorted within the conductor. Blood and tissue on the helix most likely caused the helix to not retract and the distal conductor then became distorted within the connector; full lead returned and analyzed.

Event description:
It was reported that there may be a malfunction with the screw on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.